Manufacturer narrative:
Sections d9, h3, h4, and h6 codes were updated. The reported complaint that the thermogard hq temperature management console (sn (B)(6) displayed tcmid:02 (ce danfoss error) error message was confirmed in the system's event log and during functional testing. The most probable root cause of the tcmid:02 error was a defective cooling engine compressor. Because the compressor is not serviceable as an individual component, the entire cooling engine must be replaced to remedy the complaint. Review of the system's event log revealed multiple tcmid:02 (ce danfoss error) error messages on and around the reported event date, confirming the reported complaint. The thermogard system failed the initial functional test as the console displayed a tcmid:02 error message, confirming the reported complaint. Technical investigation revealed that the cooling engine compressor was the most likely root cause of the tcmid:02, and the cooling engine (ce) must be replaced to remedy the fault. Considering the high cost of shipping the thermogard hq console from japan to the united states for cooling engine replacement, and the unit's status as an evaluation (e-val) unit, zoll azm japan has decided not to proceed with the repair. The console will be disposed of in japan. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the thermogard hq temperature management console with serial number sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard hq console in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the thermogard hq temp management console (sn (B)(6) displayed tcmid:02 (ce danfoss error) error message. Several hours after restarting the thermogard hq console and resuming use, the tcmid:02 error occurred again. It is unknown at what stage of the treatment the issue occurred. Since there were concerns about continuing to use this hq console, the treatment was continued using a product from another manufacturer. No consequences or impacts on the patient.